Event description:
It was reported that the patient had a problem with his neurostimulator during his trial period. The patient stated that when he started the trial, the bottom of his feet were "more sensitive." The patient decreased the stimulation but then reported "getting shocking" when he coughed or sneezed. The patient also reported that he felt "a quivering kind of shock" and felt stimulation across his stomach. About a month later, the patient reported a loss of therapeutic effect. The patient stated that he "got help for his concern and adjusted stim from 1.3 to 3.1." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.